Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In particular, the values measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - these leads were implanted on (B)(6) 2014 in a patient with complete av block. On (B)(6) 2014 the patient came to the emergency department with severe symptoms. The two leads were found dislodged (the atrial had fallen from appendage and the ventricular was in a different fluoroscopic position from the implant). The physician tried to reposition the two leads. The screws went in and out but every time he tried to apply traction to the leads in order to verify the stability the leads dislodged. He finally decided to use different leads from competitors.